Manufacturer narrative:
This report is submitted october 29, 2019. - attachment: [154959 device analysis report.reg.pdf].

Manufacturer narrative:
This report is submitted on september 10, 2019.

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI (1.5 tesla). Surgery to reposition the magnet was completed on (B)(6) 2019. The implanted device remains.